Event description:
It was reported that the liberty select cycler would not turn on and the display was blank before a patient¿s peritoneal dialysis (pd) treatment. The power cord was properly connected in both ends and cycler plugged directly into a three prong wall outlet. There were no recent power outages in the home or in the area reported. The cycler was switched on, however the screen remained blank and buttons did not light up. At that point in time, the technical support representative advised to discontinue use of the cycler. A replacement cycler was issued. Upon follow up, the pdrn confirmed that there was no patient involvement. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dim. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. Plug unit in, power up check failed. Encountered m21-2 alarm then immediately after an m01-19 alarm. Failure traced to bad crimp on dc power cable. Temporarily replaced dc power cable. Voltage check passed. The device history record did reveal issues or problems related to the reported symptom code(s). Inverter board replaced on 02/04/2021. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.